Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ncb pp troch plate rt narrow; item: 02.02263.201; lot: 3105104. Desc: unknown screw; item: unknown; lot: unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the implanted plate broke and the patient experienced a non-union of the right femur. The patient was revised with removal of the plate approximately 2 years and 6 months post-implantation. Attempts have been made and no further information has been provided.